Event description:
It was reported that the patient presented in clinic for leadless pacemaker implant. During the procedure, it was observed that the lp may have micro-dislodged upon fixation. The lp was retrieved, and the helix was found to be stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.